Event description:
It is reported that the patient is experiencing high cobalt levels and pain.

Manufacturer narrative:
The device have an in-vivo time of 1 year and 4 months to date. No additional complaints have been received from any of the manufacturing lots related to this complaint. The components were confirmed compatible. Neither operative notes nor x-rays have been provided. Attempts have been made to obtain additional information however no information has been received to date. The component fit and orientation per the surgical technique is unknown. No documentation of the elevated laboratory levels have been provided. With the information provided, a definitive root cause cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.